Manufacturer narrative:
One device was returned for repair with complaint of bad port, no mac address. Service history reviewed and found no repairs in the last 13 months. Alarm history reviewed and found no alarm errors. Visual/functional testing was performed. The complaint was not verified. The pump was able to connect to wifi and displayed its mac address. The pump passed all performance verification testing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a communication error, with no mac address and a bad port. There was no patient involvement, no patient injury was reported.